Event description:
It was reported that blood glucose readings were not displaying on the ilet due to signal loss from a dexcom g7 sensor, and the user was guided to toggle the g6/g7 selection and re-pair the sensor, after which pairing was confirmed and readings resumed. Symptoms included no clinical symptoms reported. Outcomes included no clinical impact reported. Investigation included device-level troubleshooting and user education. Investigation of this case revealed that the ilet was functioning as designed and that the issue was related to sensor pairing and configuration, which resolved with re-pairing and correct sensor type selection. It was concluded, based on previously established findings for similar reports, that the cause was consistent with transient cgm-to-ilet connectivity behavior that resolved through standard pairing steps.